Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'pump powered off without user input' which was not reproduced during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log was reviewed and found an 'improper shutdown message'. The reported condition was verified. The cause of the condition was determined during visual inspection to be depressed battery pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input upon power up at the biomed service department. There was no patient involvement. No additional information is available.